Event description:
According to the rptr, she has been seriously ill since 1993 or 1994. At that time, she was hospitalized and experienced a high temperature (103 degrees f), convulsions, and an elevated white blood cell count without any evidence of infection. She suffers from multiple symptoms including: severe chronic pain, vomiting, rashes, hives, short term memory loss, depression, and severe sweating. She must use a cane to walk secondary to leg pain. She has been on ms contin since 1994 and unable to work 1996. Extensive scar tissue is present throughout the abdominal and pelvic regions. It is believed the scar tissue is the source of the pain. The rptr believes the powder from the latex surgical gloves is responsible for the extensive scar tissue and her many other symptoms. The rptr notes she generally experiences hives and/or rashes or becomes seriously ill soon after a med procedure in which latex gloves have been used.